Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose of 400 mg/dl. Reportedly, customer removed the site, delivered a bolus, and stated that insulin did not exit the site. The infusion set was changed prior to troubleshooting to address the event.